Manufacturer narrative:
The device was not returned for analysis.

Event description:
It was reported that during a surgical procedure at the user facility, the waist and sleeve of the device were torn. The procedure was completed successfully using back up equipment, without a clinically significant delay; no adverse consequences or medical intervention were reported.